Manufacturer narrative:
The ge oec service representative investigated the issue and found a defective hard drive, that was removed and replaced with the ide flash drive, and software reloaded. The system had been tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6600 fluoroscopy system displayed system error 154 message. System had many hard drive failures.